Event description:
On (B)(6) 2011, the patient experienced vomiting, abdominal pain, and catheter leak. The nurse clarified that the catheter leak was a leak from the peritoneal dialysis (pd) catheter itself and not from around the pd catheter exit site. The cause of catheter leak was unknown. On (B)(6) 2011, a pd effluent culture was done and the results showed methicillin-resistant staphylococcus epidermidis. Treatment included intravenous (IV) unspecified antibiotics. The nurse confirmed that on (B)(6) 2011, the patient was discharged and was recovering. The patient continued to take the unspecified antibiotics after discharge. Pd was ongoing. The nurse stated that the events were not related to dianeal therapy. On (B)(6) 2011, product surveillance spoke with the nurse and she stated that the sample is not available and she does not know the manufacturer or lot number of the catheter. No further information was provided. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).